Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they were experiencing, tiredness and light-headedness. The right atrial (ra) lead and right ventricular (rv) lead were suspected to have insulation loss and the patient reported that there is "a lot of scar tissue in the vein" . The rv and ra lead remain in use. No further patient complications have been reported as a result of this event.